Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was an elective replacement indicator (eri) message. It was stated that the eri message was first noticed when the patient had gone ¿to turn her stimulation down/off for the night¿ on the day prior to the date of this report. It was noted that the patient had also seen the eri message on the morning of the day of this report. Additional information received reported that the patient still had concerns with her device or therapy, but was working with her healthcare provider (hcp) or manufacturer representative. It was noted that the patient had scheduled appointments for (B)(6) 2014. It was stated that the patient was going to see her hcp to have her implantable neurostimulator (ins) replaced.